Event description:
The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint could not be duplicated or confirmed. The external portion of the trilogy air inlet did show visual indications of a particulate matter that appears to have originated external to the unit. The unit was then used in conjunction with a mechanical quick lung and a bacteria filter. The unit did operate without issue or error code and no debris or contamination was noted in the bacteria filter. After the unit operation at the pil tech bench, the unit was disassembled for a visual inspection of the unit flow path, unit airpath assembly and the blower bellows. The unit flow path, the unit airpath, and the unit blower bellows were found to be clean and did not show any indication of contamination or particulate matter. The manufacturer concludes that no foam degradation was present.